Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a femoral popliteal bypass that had thrombosed using an indigo system aspiration catheter 6x (cat6x) and a non-penumbra sheath. The physician selected axillary access due to the high risk of infection associated with the contralateral leg of the surgical graft. The physician reported that the cat6x was too narrow for this type of procedure; however, the length of the cat6x allowed the physician to reach the clot. Following completion of the first pass, the cat6x was removed from the patient by hand. After removal, the physician found three to four kinks and fractures along the middle to proximal length of the cat6x. Therefore, the cat6x was no longer used in the procedure. The procedure was completed using an indigo system aspiration catheter 7 (cat7) and the same sheath. There was no report of an adverse effect to the patient.